Manufacturer narrative:
Na.

Event description:
The nurse reported that the patient's test results on the coaguchek xs plus meter (serial number (B)(4)) were 3.1 inr and 2.3 inr. They were obtained within minutes of each other and different fingers were used for the blood samples. It was reported that the patient had results of 1.7 inr and 1.9 inr two weeks ago. There was no change made to the patient's coumadin. He is not on heparin and he does not take any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. He has not had any changed in his diet. His therapeutic range is 2-3 inr. The patient is stable. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The relevant retention test strips (lot 233086) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. The retention samples were acceptable. The retention material performed as specified. The customer returned one vial of test strips, lot 233086 ((B)(4)), containing >20 test strips. The test strips, vial and stopper showed no noticeable defects. All inr values were within the specified maximum difference between measurements. No error messages occurred. The customer allegation could not be substantiated.